Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation, however a picture was provided. There was no evident visual damage identified during the inspection of the photo. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor leaked from the filling port during filling. There was no patient involvement. Additional information was requested and is not available.